Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx coronary, drug eluting stent was used to treat a none tortuosity, severely calcified lesion exhibiting 100% chronic total occlusion in the proximal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent deformed in vivo during positioning. The procedure was complete using other des devices. It is stated that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy and not device related. The patient is alive with no injury.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Misalignment was evident to the 17th distal stent wraps. Slight damage is evident to the distal tip that is consistent with use. The inner lumen patency was verified with a 0.015 inch mandrel. There was no damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.